Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated the impedance trend on the atrial pacing lead was rising, and the auto lead diagnostics shows atrial lead impedance gradual rise throughout the record up to approximately 1500 ohms.

Event description:
It was reported that the atrial lead impedance was low and noted to be gradually rising; isometrics and pocket manipulation was performed without evidence of noise, oversensing or undersensing. Physician plans to recheck the lead in six months. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-52 lead, implanted: (B)(6) 2009. (B)(4).